Event description:
It was reported that the distal tip of the guidewire detached. A savion flx guidewire was selected for use for a superficial femoral artery (sfa) intervention procedure. During the procedure, the distal tip of the guidewire became detached and it was unable to be retrieved. The detached tip of the guidewire was not recovered and was left in the patient. The sfa treatment was completed. No further complications were reported. Another attempt the retrieve the wire was to be attempted the following week. It was further reported that the tip of the guidewire became separated in a part of the vessel that did not have disease where there was no calcification and very mild tortuosity. Patient has not yet undergone surgery to remove the remaining fragment of guidewire and it is unknown whether further removal attempts will occur. The patient was in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a savion flx guidewire. Visual inspection of the device revealed that the distal tip broken/fractured and kinked. The damaged section was located approximately at 261.4 cm from the proximal end. Dimensional measurement found that the overall dimension of middle of the device and proximal section were within specification. An overall length and overall dimension of distal tip could not be performed due to the guidewire broken/fractured at the distal end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the distal tip of the guidewire detached. A savion flx guidewire was selected for use for a superficial femoral artery (sfa) intervention procedure. During the procedure, the distal tip of the guidewire became detached and it was unable to be retrieved. The detached tip of the guidewire was not recovered and was left in the patient. The sfa treatment was completed. No further complications were reported. Another attempt the retrieve the wire was to be attempted the following week. It was further reported that the tip of the guidewire became separated in a part of the vessel that did not have disease where there was no calcification and very mild tortuosity. Patient has not yet undergone surgery to remove the remaining fragment of guidewire and it is unknown whether further removal attempts will occur. The patient was in stable condition.

Event description:
It was reported that the distal tip of the guidewire detached. A savion flx guidewire was selected for use for a superficial femoral artery (sfa) intervention procedure. During the procedure, the distal tip of the guidewire became detached and it was unable to be retrieved. The detached tip of the guidewire was not recovered and was left in the patient. The sfa treatment was completed. No further complications were reported. Another attempt the retrieve the wire was to be attempted the following week.